Event description:
Pump failed during a procedure, but there was a back-up and they immediately switched to the other pump. The procedure continued without further incident and had no effect on the pt.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009.